Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 13th may 2010 and passed all self-tests, alongside random manual power ons, up to the (B)(6) 2015. The pad-pak was removed during this time on two occasions for periods of up to one month. The device failed multiple self-tests due to a low battery between the (B)(6) 2015 and the (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. There was one ten minute time out recorded and along with the measurements taken, the excess current drain and the green status led remaining constantly lit would confirm a failing membrane. Slight voltage fluctuation was observed over the pogo pins however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.